Manufacturer narrative:
Findings: pump was received with missing reservoir retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged in the reservoir compartment. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.